Event description:
It was reported that the lead was capped due to high thresholds. Additional information was subsequently received from the physician's office confirming the lead was replaced, because of high thresholds at the time of device replacement for (eol) end of life. It was reported there were no patient complications as a result of this event.